Manufacturer narrative:
No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer is from competitor. It was also reported that in (B)(6) 2016 patient had first bone scan and result was unsure. In (B)(6) 2017 second bone scan said probable loosening. Knee was revised and the tibia was groosely loose. The tibia was clean/no cement on back . The femur was well fixed with cement on back. The patient acquired an attorney and plans on a lawsuit against depuy. Doi: (B)(6) 2014; dor: (B)(6) 2017; left knee.